Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 03.010.523. Lot number: 9645706. Manufacturing site: (B)(4). Release to warehouse date: december 1, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Picture review: narrative (driving cap broken) could not be verified from provided picture. The provided image section does not allow to confirm the breakage. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, a driving cap sheared off inside the radiolucent insertion handle. The procedure was finished fine with an added five (5) minute of surgical delay. There were no fragments left in the patient. The patient's outcome is reported as good. Concomitant devices reported: radiolucent insertion handle (part number 03.033.001, lot l551419, quantity 1). This report involves one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).